Event description:
It was reported that while using the ilet, the user experienced a hypoglycemic event with a measured blood glucose of 37 mg/dl after entering a ¿more than usual¿ meal announcement despite typically not announcing meals; the user treated the low with oral glucose per correction protocol and glucose subsequently stabilized. Symptoms included sweating, disorientation, and anxiety. Outcomes included urgent low glucose that resolved with self-treatment and did not require emergency services or hospitalization. Investigation included troubleshooting and user education regarding meal announcements and appropriate carbohydrate treatment for hypoglycemia. Investigation of this case revealed that the event followed a larger-than-usual meal announcement in a user new to such announcements on ilet. It was concluded that user handling related to meal announcement practice contributed to the hypoglycemic event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.